Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the trailing haptic of a za9003 25.0 diopter intraocular lens (iol) was noticed severed during implantation into the patient's right eye (od). Reportedly, the lens was mostly inserted into the patient's eye. The lens was removed and it was reported that the leading haptic popped off during the removal of the lens. There was reportedly an incision enlargement performed. The lens was replaced with the same model and diopter lens. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.